Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a "pump chamber blocked channel error" (error code 242.4030). There was no patient involvement.

Event description:
It was reported that the device displayed a "pump chamber blocked channel error" (error code 242.4030). There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device displayed a "pump chamber blocked channel error" (error code 242.4030). There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device displayed an error code 242.4030 was confirmed during the review of the error log and was replicated during testing. The ail sensor was temporarily replaced for testing purposes only with a known good lab ail assembly. Asm preventive maintenance testing was performed and found the device to be in specification. A primary infusion was programmed and was left infusing for twelve (12) hour. The error 242.4030 was not displayed again. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters outside of rate and volume to be infused (vtbi). A review of pump module error log showed that from (B)(6) 2025, to (B)(6) 2025 it was recorded thirty-five (35) times error code 242.4030 (motor_stall_failure); this error indicates a possible problem with motor system. On (B)(6) 2025, at 12:42 pm, the last infusion was recorded with a rate of 999ml/h and a vtbi (volume to be infusion) of 950ml. The infusion started at 9:53 am, immediately, the infusion was stopped by a channel malfunction: error code 242.4030 (motor_stall_failure), then, the pump module was powered off. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component root cause: the root cause of the reported that device displayed a "pump chamber blocked channel error" (error code 242.4030) was identified as a malfunction of the air-in-line sensor (ail) assembly, once replaced the suspect device performed within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.